Manufacturer narrative:
A philips field service engineer (fse) who was onsite brought the device to the biotechnical department for testing, and determined the speaker needed to be replaced. Another fse went onsite, and replaced the speaker assembly. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. A philips fse replaced the device speaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 indicating that the speaker was defective; there was no sound and an inoperative error message (inop). The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.